Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patients lead had high impedances, patients lead had migrated. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein lead was explanted and replaced to address the issue. During the procedure ipg was placed into surgery mode but became unable to communicate with external devices. As a result, ipg explanted and replaced on (B)(6) 2024.